Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had power error. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that the internal power source in the pump is unable to charge. Customer reported that pump is operating on the aa battery only. Customer has not previously called to report power error detected. Customer advised and explained the process that should resolve the power error detected condition. Customer reported that they isn't using a 620g/640g pump with software version 2.6. The insulin pump will not be returned for analysis.